Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was lost to follow up visits. When the device was interrogated, the device had triggered end of life (eol) and it was found to be in storage mode. Additional information indicated that the field representative commented that the device may not have met expected longevity; however, he had no information as to how the device was programmed previously. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned for analysis. Upon completion of analysis, this report will be updated.